Event description:
It was reported that on (B)(6) 2010 the patient underwent surgery for an l3-s1 tear. The procedure was performed as follows: ¿anterior approach with partial vertebrectomy and resection of l3-4, l4-05, and l5-s1; anterior interbody fusion with infuse l4-l5, l3-4, and l5-s1; and with infix stabilization devices, one per level, 3 levels, l3-4, l4-5, and l5-s1.¿ it was recorded that ¿¿. Once the disk spaces were completely cleaned and debrided of disk material, the foot plates were placed into the interspace and the side plates were delivered, the final device tightening was confirmed after x-ray confirmation of appropriate location, the endplates were then perforated. The vertebral body and vertebral spaces wereirrigated and a pledget of infuse was placed into each of the 3 spaces. Once this was concluded, x-rays were taken to confirm appropriate positioning of the implants ¿.¿ no complications were recorded. Reportedly, the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.